Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number 2015691 -2021-02064 for pulmonary valve-in-valve procedure information.

Event description:
Edwards received notification that a patient with a 33mm surgical valve valve implanted in the tricuspid position underwent valve-in-valve procedure after an implant duration of approx. 13 years and 2 months due to stenosis. A transcatheter valve was successfully implanted within the edwards surgical valves using the transvenous approach in the tricuspid position and the transfemoral approach in the pulmonary position with no resulting pvl after the procedure. As reported, the patient was experiencing doe, edema and ascitis before the procedure. The patient also underwent pulmonary valve-in-valve procedure.